Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, loss of capture and low pacing impedance was noted on the right ventricular lead when observed at its unipolar configuration. The physician elected to use the bipolar configuration and continue with the implant of the rv lead to resolve the event. The patient was stable with no consequences.